Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit had a board problem. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of a board problem was not confirmed. The only reason the device was sent in for was the medical device correction. There was no patient involvement or other issues with the device. Based on the results of the investigation, the reported event is a corrective action (cr board replacement) for uhi-4. In addition, it was determined that this event is not a complaint because nothing was pointed out as a defect. Olympus will continue to monitor the field performance for this device.